Manufacturer narrative:
Other relevant device(s) are: product ID: 7495-51, serial/lot #: (B)(4), ubd: , UDI#: (B)(4); product ID: 7495-51, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3387-40, serial/lot #: (B)(4), ubd: 14-aug-2004, UDI#: (B)(4). Refer to manufacturer report #3004209178-2018-26609 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that there was a revision. The rep stated that the patient is being explanted and doctor is placing lead end caps for future MRI procedure and inquired if lead can be cut short to place the lead end cap. Rep further explained that the system is being explanted because the patient doesn't use the system anymore as they felt like they weren't getting any relief/benefit. The patient needed a full body MRI. Physician was advised that he would need to cap and internalize the leads to be full body MRI eligible. They misunderstood the question, the surgeon asked if he could cap the lead (not cut the lead) with some other device as he was having difficulty getting the boot on due to limited access. They were informed that the MRI labeling is limited to utilizing the boot and lead end cap to cap the lead. They were successful in securing the lead end cap and boot in the manner directed by the labeling. There are no plans to utilize the system again. No further complications were reported or anticipated with this event.